Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that one day postoperatively following a glaucoma filtration shunt implantation, a pt experienced ocular hypertension. This occurred due to contact from the tip of the shunt with the iris. An iridectomy was performed and the intraocular pressure was stabilized. The surgeon indicated that the cause may have been due to a bad incision or anterior synechia. Additional info was reported that the pt has passed away. The surgeon reported, it was thought that this was not related to the shunt.